Manufacturer narrative:
(B)(4). For complaint related to the same event and patient see MDR #3010532612-2019-00097 and tc (B)(4). Also MDR #3010532612-2019-000 98 and tc (B)(4).

Event description:
It was reported that the event occurred during use on a patient. When the intra-aortic balloon (iab) was inserted, the intra-aortic balloon pump (iabp) alarmed for high pressure or high baseline. As a result, the pump was swapped out for another. There was a report of delay in therapy. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). For complaint related to the same event and patient see MDR #3010532612-2019-00097 and tc #1900067322. Also MDR #3010532612-2019-00098 and tc #1900067323. Teleflex did not receive the device for investigation therefore the reported complaint of the unspecified alarm is not able to be confirmed. The root cause of the complaint is undetermined. A potential cause is the broken fiber from an iab (related complaint MDR #3010532612-2019-00097). If any status of the pump is received at a later date, the notification will be re-opened to document any additional information. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the event occurred during use on a patient. When the intra-aortic balloon (iab) was inserted, the intra-aortic balloon pump (iabp) alarmed for high pressure or high baseline. As a result, the pump was swapped out for another. There was a report of delay in therapy. There was no report of patient complication or serious injury and death.